Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler reload dislodged inside the patient. The surgeon was able to remove the stapler by removing the whole arm. Site was unable to pull the stapler out through the trocar and opted to remove the whole arm including the trocar from the patient. The site then disconnected the trocar and instrument to release the reload and reseat it. The customer was continuing with case using the original stapler . The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been determined to be unknown. The surgeon was able to remove the stapler by removing the whole arm. The stapler instrument has not been received for failure analysis testing. No image or procedure video was provided for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument had to be removed with a dislodged stapler reload, along with the cannula. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.